Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power supply was replaced to resolve the issue. No report of patient involvement. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a failure to power up that could cause loss of mechanical ventilation during pre-use checkout. There was no patient involvement.